Event description:
Upon removal from the sterile inner package the stent was noted to be expanded. The product was not clinically used and will be returned. This product is available for testing and evaluation but it has not been received as of this writing. Additional information received will be submitted within 30 days upon receipt.